Manufacturer narrative:
Philips has investigated this complaint. A remote service engineer (rse) examined the system remotely and confirmed that the system prompt geometry failure alarm during start up. Upon checking the error logs and found application error: motor assembly error, which indicated motor to amc cable connection had some issue and needed to be checked. The field service engineer (fse) went onsite and reviewed logs file, found error indicated spc1 was disconnected. To resolve the issue fse replaced the whole amc triple drive unit. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was unable to perform motorized propeller movements. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.